Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding. Customer tried changing the battery but issue persisted. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 200 mg/dl. Customer reverted to her old insulin pump. The insulin pump was replaced and returned for analysis.